Event description:
Pump reported to be set to delivery 1 liter of maintenance solution, lactated ringers or d5w. Six to eight hrs later, the bag was noted to have more solution than expected. No pt injury resulted.